Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Batch # m52009.

Event description:
It was reported that after an unknown procedure, they removed the device after firing, but a small part of the metal fell off. The metal part of the anvil is separate from the plastic part. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m52009. Anvil detached/missing. Additional information received: what type of procedure was the device used in? - unk. On which firing did this occur? Radical resection of rectal carcinoma. Was the surgeon able to complete the firing as intended, prior to the small metal piece falling off? Yes. If no, please explain. Na. Did the small metal part fall into the patient? No. If yes, was it removed? Na. Will all pieces be returned with the device? Yes. If no, how were the pieces discarded? Na. The analysis results found that the tlc10 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. In addition was received the anvil pin loose inside of the plastic bag. No functional test was performed due the condition of the device. While no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.